Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device housing had broken away from a screw in the bottom plate. It was determined that a portion of the bottom plate that was supposed to be covered by the housing was on the outside and the device failed finish test. It was further determined that the device would not charge. It was noted that the device power supplies, main board and charging bay were replaced. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the housing was broken away from the screw on the bottom plate of the universal battery charger device. It was further reported that a portion of the bottom plate that was supposed to be covered by the housing was on the outside of the device. During in-house engineering evaluation, it was observed that the device would not charge. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.